Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was the received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm in alarm history screen due to over written history file. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and stained end cap sticker.

Event description:
It was reported that the customer received a motor error alarm while priming. The customer's blood glucose was 121 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer did not receive a motor position encoder error alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.